Event description:
On (B)(6) 2022, dr. (B)(6) reported to (B)(6) that he had a capsule tear on patient ID (B)(6) that was performed on (B)(6) 2022. Dr. (B)(6) stated it was an anterior tearthat ran posterior and he had to place a sulcus lens. No location or clockhour of the tear was given. When questioned dr. (B)(6) stated that they areusing lidocaine gel pre-op. (B)(6) reminded dr. (B)(6) that using lidocainegel is not advised before treating the patients on the laser.

Manufacturer narrative:
Measure: this issue only impacted this specific device. Analyze: senior cas (B)(6) reviewed the open call for lls2253 case #(B)(4)- centration is superior with minimal suction applanation to the eye. Eye movement is noted throughout treatment. Capsulotomy is started at frame #3 with breakthrough completion at frame #6. Fragmentation is started at frame #14 and continues to frame #36. Ak is completed at 155-degrees and cci marker at 0-degrees. A film line extends throughout the pupil at 105-degrees, passing over the area of the capsulotomy. This film line may be from the use of lidocaine gel placed on the patient's cornea prior to laser treatment. This technique is not recommended. Laser functioned as designed. Root cause: use of lidocaine gel can leave a film on the surface of the cornea and reflect or block the laser treatment. Incomplete capsulotomy treatments can result in poor cutting and weakening of the bag. They area noted by the surgeon is consistent with the film line at 105-degrees, anterior of his temporal incision.